Event description:
During a procedure the subject device prematurely deployed while it was in the touhy borst. The subject device never reached the brain. The patient was reported in stable condition.

Manufacturer narrative:
The subject device is not available for evaluation because it was disposed of at the user facility. A review of the device history record accompanies this report. The subject device is not available because it was disposed of at the user facility. A review of the device history record was performed for lot 8471919 and no issues or discrepancies were found, which could potentially relate to the reported event. The device history record review confirmed that this device met all required specifications at the time of the build. No other complaints have been reported on this lot. The root cause of the reported cannot be determined. Boston scientific manufacturing processes included extensive testing and inspections to ensure that each product meets all material, assembly and performance specifications.